Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a blood back.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a blood back issue. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 event site email g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 corrected fields: b5 a getinge field service engineer fse evaluated the unit and replaced the pneumatic module caused by blood back. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.